Event description:
It was reported that there was an alert for the shock impedance being high and out-of-range. There was also some noise. Technical services advised some testing. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that there was an alert for the shock impedance being high and out-of-range. There was also some noise. Technical services advised some testing. There were no adverse patient effects. The system remains implanted